Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the jaws did not re-open after firing. The instrument was removed by cutting off tissue. Tissue loss was reported as less than one inch. The procedure was done as a laparotomy, so the surgeon did not take an extra long time to finish the procedure.